Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a pump error alarm every four hours. Customer's blood glucose was 500 mg/dl. Customer was advised that insulin pump would need to be replaced

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform functional testing's or verify pump error due to critical pump error.